Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator generated an error and the display went blank. There was no patient involvement.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 01may2018. Additional information was received that the ventilator generated an error code power on self test (post) timer 24 v failed. The service engineer (se) inspected the device and confirmed the reported issue. The se performed extended self-testing, short self testing on the device and all tests passed.